Event description:
It was reported that the customer was hospitalized for hyperglycemia. It was indicated that the customer was unable to stabilize their hbgs with manual injections. Although, the md believes that the pump may have caused the event. The customer was educated on the two hbg rule. No further details.